Event description:
The product surveillance tech (pst) reported that during routine testing of the device at the service ctr, a "beltslip" error message occurred on the roller pump. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. During laboratory eval, a lower than normal waveform from the guts tach board was observed.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) also confirmed the failure and replaced the tachometer board to resolve the issue. The srt also replaced the drive belt and small pulley as a precaution.no additional action will be taken at this time.